Event description:
Customer reported the power cord is damaged. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord. No further info available. (B) (4).